Manufacturer narrative:
Technician found bed in "down" storage area. When testing bed found CPR function is not working, head down function works but the head goes down very slowly. After troubleshooting, determined problem to be a faulty CPR valve. Replaced CPR valve to resolve this issue.

Event description:
Bed found in "down" storage area. Cause of problem is unk.